Event description:
As reported by the end user on (B)(6) 2011, during an angiographic procedure on (B)(6) 2010, a workhorse ii pta balloon would not deflate once it was inflated inside a pt. The physician who performed the procedure inserted a needle through the pt's skin to pop the balloon in order to deflate and remove it from the pt. The balloon was successfully deflated and removed without incident. The physician used another new of the same device to successfully complete the procedure without further issues. No harm or injury was reported to the pt.

Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the MFR for eval; however, to date the device has yet to be received. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.